Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 125 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. Customer was then instructed disconnect and reconnect the tubing connector, rewind, reinsert the reservoir and perform manual prime; the insulin pump alarmed no delivery. Customer was advised to change the entire infusion set and reservoir.